Event description:
It was reported that tip detachment occurred. The physician attempted to pass a vessel in the right coronary artery (rca) that was totally occluded. He twisted the 182cm pt graphix¿ guidewire and the tip detached. The physician left the tip of the guidewire in the vessel of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was stable following the procedure.

Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).